Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not adjust insulin as expected. Reportedly, insulin was being delivered based off the pump personal profile settings instead of control iq settings despite control iq being turned on. The customer's blood glucose level ranged from 493-494 mg/dl. The customer required assistance to treat bg level. The contact assisted customer in changing the cartridge, infusion set, and delivering a bolus. Customer declined further troubleshooting from tandem technical support.